Event description:
Medtronic rec'd info that the pt implanted with this transcatheter pulmonary valve found to have a minor stent fracture (type 1) on six month fluoroscopy exam. Approx 2 years after implant a total of five type 1 stent fractures (also noted as not serious) were found. Three years after implant the pt complained of increased fatigue with exertion. Echocardiogram revealed a mean gradient of 29 with no pulmonary insufficiency (pi). Chest x-ray showed type ii stent fractures. One month after the three years visit, catheterization revealed a gradient of 35. Two stents were placed in the rv-pa conduit. A second transcatheter valve (melody) was then placed (valve in valve), minimizing the gradient to 6 with no pi. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: review of the device history record shows that this valve met all mfg specifications for product released to distribution. No issues were noted that would have impacted this event. Due to the limited amount of info provided, the mechanism of failure could not be determined, the device remains implanted.